Event description:
Hosp advised that the anesthesiologist set the rate at 15cc/hr, then indicated that the rate spontaneously changed to 100cc/hr. This occurred during set up. The pump was not on a pt at the time. The pump has been sitting on the shelf in the biomedical engineering dept since that time. There was no pt consequence.